Event description:
It was reported that the sponge of a connection shield fell off when the shield was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review was conducted of all batch record documents for lot 13d02h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.